Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer woke up with a low blood glucose reading of 44 mg/dl. The customer stated that her husband had to help her get the infusion set out of the serter by cutting the sticky part. The customer stated that she used her quick set change and the sticky part got stuck in quick serter. The customer was advised of proper usage of the serter.